Event description:
The customer reported that while monitoring a patient, their device lost power twice during the call. Each loss of power, the customer was able to power the device back on and continue care. The patient did not suffer any adverse effects from the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing and will return the device to the customer for use.the cause of the reported failure could not be determined.